Event description:
It was reported that intermittent occlusion alarms occurred. Customer¿s blood glucose level reached 400 mg/dl. The elevated bg was addressed by a correction bolus via the pump. No third party assistance was required. The customer changed infusion sent and cartridge and resumed insulin after each occlusion. Tandem customer technical support informed customer that novolog insulin is indicated for use with tandem supplies for 3 days. Customer understood and acknowledged.